Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a specialty insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and concluded the device fractured from multiple overload conditions. -medical records received and evaluation: not performed as records were not provided for review. There is no indication that the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the investigation concluded that there are no material or manufacturing defects observed on the reported device. A material analysis revealed that the device fractured from multiple overload conditions. As the device failed in multiple overload conditions, it is likely the surgeon over impacted the trial during use, and can be attributed to misuse.

Event description:
Trial broken during trial reduction.

Event description:
Trial broken during trial reduction.